Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.(B)(4).

Event description:
It was reported that a syringe 10ml saline fill china sp had missing label information before use. The following was reported by the initial reporter: "during infusion port maintenance, the preflush catheter flusher was found to be in good condition but unlabeled."